Event description:
Problem description (B)(6)2018 15:11:56 (B)(6) closed with 2018-002802-225149 ____________________ problem description (B)(6)2018 16:18:43 (B)(6) does not show right syringes pcu only was available 14962213 npi expect to see 60 ml, but is seeing 50 ml. Darren check and the datasets match and profiles match. He is going to see if they are using compatible syringes. Other things needed to be addressed at the end of his day. Ir # 2003418175.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).